Manufacturer narrative:
Visual inspection under 30x magnification indicates epoxy residue on separated bond surface. X-ray of lead distally confirms no j stiffener wire fracture.

Event description:
Failure analysis is provided.